Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, impedance, sensing, and capture issues were noted on the right ventricle and right atrial leads. Diagnostic imaging was performed and confirmed lead dislodgment. A lead revision was performed to resolve the issue. The patient was in stable condition.